Event description:
On (B)(6) 2012, the pt was admitted to hospital. Pacing failure and high lead impedance were observed. In addition, noise was observed on ventricular egm on stored episodes. On (B)(6) 2012, the pt's family refused the re-intervention, which was supposed to check both lead and connection. Then, the pacemaker was re-programmed to ooo mode. Spontaneous rhythm around 40 bpm (2:1) was confirmed on ECG. No lead fracture or connection loose was visible on x-ray photo.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.